Event description:
Customer's family member called to report customer was admitted as an inpatient to a hospital for high bg/dka. States customer may have an infection. Also stated doctor wanted to change the infusion set but doesn't have any reservoirs.